Event description:
It was reported the patient underwent a diagnostic angiogram. Following preparation of the groin and infiltration with local anesthesia, the 5f ulimum introducer sheath was used to access the right femoral artery. When the physician removed the dilator and wire from the patient it was noted the sheath had separated from the hub; manual compression was applied. X-ray showed the disconnected section; the physician got the impression that, due to a kink on the plastic tube, a part of about 1.5 cm still remained outside the vessel. The patient underwent surgery to remove the retained section followed by insertion of collagen hemostatic system and local application of d-stat-flowable-haemostat. When the wound was dry, the cutaneous tissue was sutured, a compression dressing was applied and the patient was transferred to the ICU for further observation. The patient was stable during the procedure with palpable pulses. After the mobilization of the patient (date and time unknown), the patient developed a pulmonary embolism and had to be resuscitated. Subsequent multi-organ failure required intensive care.